Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple unexplained pump reboots. The pump was returned with a damaged display screen. There was no visible damage to the battery compartment, with no evidence of moisture inside. The battery cap was able to fully secure onto the pump. During testing, the pump powered on with the returned battery cap to a blank display, with no auditory and vibratory features. Additional testing could not be completed due to a display failure. Unrelated to the initial complaint, the pump was opened and the display screen was observed to be cracked. The pump powered on with a test screen to a fully functional display screen. Also unrelated, the vibratory motor was observed to be defective and unresponsive. The piezo contact alignment pins were found to be misaligned. The pins were realigned and the auditory features were fully functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.